Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the lead insulation was abraded. This confirms the clinical observations made in the field.

Event description:
It was reported that noise oversensing was observed on this right atrial (ra) lead. There was no pacing inhibition noted. This lead was removed and replaced, during a normal battery replacement procedure. No adverse patient effects were reported. This lead was returned and a device evaluation was completed.